Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed and it showed that complete lead was returned in three segments. The dislodgement and helix allegations were confirmed with the observation of calcification in/on the helix. Helix was extended and a chunk of calcified body fluid was inside the helix.

Event description:
It was reported that this right ventricular (rv) lead was found out to be dislodged. During the extraction of the lead, the lead screw could not be retracted as the lead tip was fibrosed to the myocardium. The rv lead was successfully explanted. No additional adverse patient effects were reported.